Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 197mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated the insulin pump fell in salt water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.